Event description:
It was noted that eight days later this device was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated. The longevity changes were due to the small fluctuations in lead impedance measurements, a slight increase in threshold measurements which caused the device to operate in a higher current tier than had previously been estimated at the last device check.

Manufacturer narrative:
With current information, the device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device may have reached elective replacement time (ert) earlier than expected due to premature battery depletion. It was determined that ert was tripped 3 months after a longevity calculation noted one year remained on the device. A device replacement will be scheduled in the near future, and the device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.